Event description:
The pt underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. On (B)(6) 2013, the pt presented with a complete occlusion of the right iliac limb. Following an angiogram on (B)(6) 2013, the physician elected to perform a fem-fem bypass to restore flow. The stenosis was resolved and pt was reported as doing well after the re-intervention. A root cause for the iliac limb occlusion could not be determined with the limited case imaging provided to trivascular, therefore the relatedness to the implanted graft could not be confirmed.